Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Note: patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below: mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 introduction / page 10 warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that patient's blood glucose (bg) levels reached 25.5 mmol/l (459 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The patient delivered a correction bolus to combat the rising bg levels, but she was unsuccessful. The patient could smell and feel insulin on her skin. When the pod was removed, it was noted that the cannula appeared bent. To treat her elevated bg levels, the patient applied a new pod.